Manufacturer narrative:
Based on the claim against the long bipolar grasper instrument by the customer noting the instrument bent at the wrist, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have the main tube broken at the distal end. A piece of the main tube measuring approximately .065¿ x .092¿ was not returned with the instrument. The instrument was also found to have a broken conductor wire at the yaw pulley. The instrument failed the electrical continuity test. There were no signs of thermal damage observed. There was no material missing. The complaint regarding an instrument bent at the wrist was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. The probable root cause of a broken/cracked main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell inside the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument was bent at the wrist, and the customer was unable to remove it from the body through the reducer. The procedure was completed. There was no report of fragment falling inside the patient. Intuitive surgical, inc. (Isi) made follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.